Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system was unable to boot. The user experienced a startup issue where the philips logo was stuck on the flexspot and flexvision primary screens, with no logo on the secondary monitor, despite all relevant computers and the network switch being powered on. Review of the logfile shows amplifier enable feedback failed for z rotation confirming an error during current calibration. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite with the help of philips remote service engineer (rse) and found possible software crash. To resolve the issue, the fse replaced the suite pc os ssd, reinstalled the suite pc software, and restored the latest backup. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.